Event description:
It was reported that the new power module battery was not working. The battery was disconnected for 10+ minutes and reconnected, a system test was attempted, however the red battery and yellow wrench alarms still showed. The power module backup battery was exchanged. It was additionally reported that the patient's spouse exchanged their system controller due to an alarm. It was unclear what the alarm was as they immediately panicked and switched out the system controller without calling the clinic. The patient's spouse was unable to fully connect the driveline to the backup system controller as they could not get it to lock. The patient became unresponsive and went into cardiac arrest due to the pump being off due to the driveline being unable to be reconnected to the system controller. It was noted that over the phone the clinic was able to walk the spouse through the steps to resolve the issue. Upon arrival to the emergency department, it was reading "replace system monitor" and it was exchanged. Through further investigation it was found that the patient was still on their original system controller. It was assumed that the alarm at home may have been a replace system controller alarm. Log files were submitted for review and captured a controller internal fault event on (B)(6) 2024 at 23:25:57. The driveline was disconnected at 23:29:32 and reconnected at 23:39:39 with the pump returning to set speed. The pump operated at set speed until (B)(6) 2024 at 1:12:59 when the driveline was disconnected. It was noted on 27june2024 that the patient was doing well now and was discharged home with no notable deficits/issues. Related manufacturer reference number: (B)(4) (pump) related manufacturer reference number: (B)(4) (primary system controller) related manufacturer reference number: (B)(4) (system controller attempted to be connected).

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the serial number of the power module was unknown as the clinic had received 5 new power modules and it was unknown which power module the patient was connected to. It was noted that all of the power modules now had working batteries.

Manufacturer narrative:
Section d: product information corrected. The power module backup battery malfunction was determined to be unrelated to this event and was not involved with this patient. The reported event of the power module battery not working, and investigation will be captured under MFR # 2916596-2024-06605.